Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). (B)(4). Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Information was received based on the review of the journal article titled, "the epidemiology of failure in total knee arthroplasty." This article reported that revision procedures occurred due to aseptic loosening, infection, pain, instability, fracture, arthrofibrosis, poly wear, osteolysis and malposition. In conclusion, the overall percentage of patients requiring revision tka is low. However, with the large number of tkas performed annually, this translates into a significant absolute number with considerable financial and healthcare implications for patients and healthcare systems.